Event description:
Ous MDR - after an implantation time of about 32 months, oversensing was reported via home monitoring. During the subsequent revision, a suspected insulation defect was found on the lead. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The analysis of the lead revealed that the insulation was damaged in the proximal area due to rubbing. The observed damage indicates significant mechanical stress on the lead during run-time. The position and properties of the damaged area indicate rubbing against an adjacent lead. Additional damage to the lead (e.g. Deformation of the inner and shock coil) is probably due to the explantation procedure. There was no indication for any manufacturing or material defects.